Event description:
Independent rate change reported: according to the customer contact, the pump independently changed the rate of delivery from 10.0ml/hr to 20.0ml/hr. The customer contact did not recall the specific infusate. It was reported that the rate was changed back to the prescribed 10.0ml/hr without replacing the pump. Later in the day, the pt was transported to another facility via an ambulance. The transfer was scheduled and unrelated to the reported event. During transport, it was reported that the rate independently changed again. There was no info available related to whether the physician was notified. It was reported that the pump was removed at the admitting facility and there was no pt harm reported. Though requested, there was no add'l info available.